Manufacturer narrative:
Although requested, the event data from the device has not been returned and the cause of the event is not known. Should additional information become available, a follow-up MDR will be submitted.

Event description:
A professional customer reported that the device stopped performing compressions after performing three compressions. No additional event information was provided.